Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. No anomalies were found.

Event description:
During routine follow-up, impedance measurements were noted to fluctuate from 500 to greater than 3000 ohms. At follow-up one month later, the same pattern of impedance fluctuations was noted, and the patient was sent home with a plan to revise the system the following week. Sensing difficulty was also indicated. That same day, the patient received multiple inappropriate shocks and was admitted to the hospital. System revision was performed. The lead was disconnected, with satisfactory measurements through the analyzer. It was reconnected to the device, and measurements were satisfactory, even with pocket manipulation. It was decided to keep the existing system. A check at 10 days post-op again revealed out of range lead impedance trend fluctuations, with multiple non-sustained vt detections. The device and lead were both explanted and replaced. No further patient complications have been reported as a result of this event.